Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white adapter / connector was defective / damaged. Bd connecta extension line 10cm, decaying at male luer side. Male luer end is crumbing away, small plastics come lose from the male luer end and potentially can be injected in the patient's bloodstream. Dangerous situation. They found out when purging the extension line that this was the case, they took samples from two boxes with the same lot number, and all had the same issue. Before use.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of adapter / connector defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that the fitting component contains a burr at the tip of the connector. Bd determined that the cause of the failure was dry solvent that was not properly removed during the assembly process. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.